Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was intermittent. The cause for the intermittent response button was a contamination on the front response button switch. The root cause for the contamination was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor response buttons weren't working.